Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient, implanted with this implantable cardioverter defibrillator (ICD), had collapsed and ended up in the emergency room (ER). The cause of the patient's collapse was not determined. This ICD remains in service. No additional adverse patient effects were reported.